Manufacturer narrative:
H4: the lot was manufactured from march 21, 2023 - march 22, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a ruptured bladder and white drug residue located on the red color coil cap. When the bladder ruptured, the drug fluid was released inside the cover. The upper area of the device was not designed to be sealed and therefore fluid inside the cover is expected to leak out of the cover when the cover is positioned sideways. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor burst. The issue occurred during patient infusion. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.